Manufacturer narrative:
Section d10: a segment of the percutaneous lead returned only. Manufacturer's investigation conclusion: although the reported low speed and pump stop events were confirmed through the analysis of the submitted log file, the evaluation of the replaced external portion of the driveline did not confirm external wire damage that would have contributed to the event. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the report that the patient had elevated filling pressures could not conclusively be established through this evaluation. The submitted log file contains data from 21sep2020 through 26oct2020. The pump appeared to function as intended, above the low speed limit for the duration of the file until (B)(6) 2020, when the pump struggled to maintain pump speed. Low speed advisory alarms were observed, and the pump regained its speed afterward. On (B)(6) 2020, a low speed event was observed before experiencing a pump stop event. The pump ramped back up to its set speed without issue following the event and operated above the low speed limit until (B)(6) 2020, when the pump began to struggle to maintain its pump speed. Low advisory alarms were observed. The pump ramped back up again without issue. Starting on (B)(6) 2020, low speed and pump stoppage events were observed until the end of the file. The pump stop events were associated with low speed and low flow alarms. The low speed and pump stop events were observed while the patient was supported by the mobile power unit (mpu). Based on the heartmate ii complaint history and similarly reported events, the event captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the event cannot be conclusively determined through the evaluation of the returned driveline. A distal-end driveline replacement was performed on (B)(6) 2020 and approximately 20.5¿ of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test. The pins of the metal connector were unremarkable. Examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation. The driveline was then submerged in a saline bath for high potential. This test did not reveal any areas of current leakage along the driveline. Following the driveline repair, the account communicated that no faults were found. The patient was placed on an ungrounded cable and the power module. No alarms were observed after switching to ungrounded cable. The account communicated that the device operated as expected. The patient was discharged on (B)(6) 2020. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21mar2016. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook contain sections on ¿caring for the driveline,¿ and explain that all heartmate ii left ventricular assist device (lvad) drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. Both documents also address all system controller alarms and how to respond to such events. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced low flow alarms and low speed advisories and pump stops on (B)(6) 2020 overnight and the morning of (B)(6) 2020. The patient also had elevated filling pressures with cardiomems. Driveline faults were not observed in the history or on the controller at this time. The account was advised to obtain stat x-ray of the driveline from the pump origin to the connection at the controller. Technical services were also called as soon as possible to do a stat log file read. The patient was to be placed on an ungrounded power lead. A review of the log file noted abnormal pump stoppages. This type of behavior has been linked to potential issues with the percutaneous lead. The issues only appeared to be occurring while the patient's pump was connected to the mobile power unit (mpu). Technical support recommended that the pump stay connected to battery power or to an ungrounded cable until further investigation was completed. X-rays were requested. X-rays were submitted. The x-rays did not show any obvious areas of concern. A distal end repair was performed on (B)(6) 2020. No faults were found with the portion of the driveline which was replaced. The patient was placed on an ungrounded cable and was using their power module. The patient had no further alarms since switching to the ungrounded cable. The device was operating as expected. The patient was discharged home on (B)(6) 2020. The patient denied symptoms of heart failure on (B)(6) 2020.